Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while flushing a 20 g x 1.00 in. (1.1 mm x 25 mm) bd nexiva¿ closed IV catheter system, there was leaking. No reported medical intervention or serious injury.

Manufacturer narrative:
Investigation: lot analysis: device/batch history record review: yes. Reason: dhrs are available for review as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable. This complaint is classified as MDR. Findings: a total of (B)(4) were manufactured on nexiva line 1 on 19 may 2017 through 26 may 2017. Although there were 2 qn¿s ((B)(4)) initiated during its production, the failures were not related to this defect. All challenges were successful and no quality related findings were discovered in process samples including (but not limited to) damaged catheter-adapter defects, catheter pull, machine caused defects, correct assembly and air-water leak test all passed per specification. Sap-qn database review: yes. Reason: DHR was reviewed . Findings: although there were 2 qn¿s ((B)(4)) initiated during its production, the failures were not relatable. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: per (B)(4) 12(k) nexiva p-eura, manufacturing caused damage that results in leakage not requiring medical intervention has a limited severity ranked as s2. Air embolisms less than 60 cc, which generally correlates with air bubbles, have an s2 limited severity and can be caused by any defect that also results in leakage. With low occurrence, the risk of an limited severity effect is acceptable. Visual analysis: observations and testing: received 2 nexiva units. Unit 1: received a 20ga single port nexiva unit consisting of a catheter/adapter extension set attached to a needleless connector and a bd vacutainer, a fully retracted needle assembly and a top web (packaging) portion, the unit was heavily dowsed with patient residue (blood). Unit 2: received a 20ga single port nexiva unit consisting of a catheter/adapter extension set attached to a needleless connector and a 10ml syringe. The needle assembly was not returned for evaluation. Note: since no damage was visible on any of the areas of the units received the water/air leak test ((B)(4)) was performed to find the source of leakage. Water/air leak test: unit 1: no leakage was observed on any of the components of the unit. Note: the unit was heavily occluded with blood and the air could not go through the unit. Note: the unit was soaked into water/bleach mixture for 24hrs. Unit 2: leakage was observed coming from the catheter tubing within the nose of the adapter ((B)(4)) but no damage was visible. Air bubbles in the line were not observed. Flush: using a lab provided syringe filled with water/food coloring flushed the liquid through the units. Unit 1: flush was not successful, the dry blood throughout the unit prevented the liquid from running flushing out. Unit 2: leakage was observed. The liquid spurred from within the nose of the adapter visual/microscopic examination: unit 1: no damage could be found on any of the components of the unit unit 2: the catheter adapter assembly was dissected to better observe the catheter tubing a wedge subassembly and find the source of leakage. During microscopic evaluation, damage (cut, hole) to the catheter tubing was observed above the top of the wedge. The cut had a v shape characteristic of a spear thru caused by the needle tip investigation samples(s) meet manufacturing specifications: no, one of the units (unit 2) received for evaluation leaked during the performance of the water/leak test and the flush. The source of the leakage was a ¿v shaped¿ observed on the catheter tubing. Conclusions: one of the units (unit 2) received for evaluation leaked during the performance of the water/leak test and the flush. The source of the leakage was a ¿v shaped¿ observed on the catheter tubing. Air bubbles were not observed during the evaluation. Did the evaluation confirm the customer¿s experience with the bd product? Yes; the evaluation confirmed the customer¿s experience with the bd product. The experience of air bubbles was not confirmed, but it originates from the same defect that caused the leakage. Were we able to reproduce the customer's experience with the bd product? Yes; reproduction of leakage was achieved. One of the units (unit 2) received for evaluation leaked during the performance of the water/leak test and the flush. The source of the leakage was a ¿v shaped¿ observed on the catheter tubing. The experience of air bubbles was not reproduced, but it originates from the same defect that caused the leakage. Was the device used for treatment or diagnosis? Treatment root cause relationship of device to the reported incident: manufacturing comment: this defect can occur on zone 5 stations 20 and 30 where the cannula and septum are inserted into the catheter adapter subassembly. As the cannula is being inserted through the adapter and wedge, it can skive the inside of the catheter and remove material. Magnification of the defect found during the visual/microscopic evaluation shows evidence of this skiving and the resulting hole in the catheter tubing. In-process controls are in place to address this risk and keep the defect rate at or below the acceptable rate. Corrections and CAPA corrective action project / CAPA (#): a formal corrective action will not be initiated at this time. Severity is limited and the occurrence is low. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: attribute and variable inspections are performed by operators to ensure any process changes are identified. If defects are observed, disposition of the product, root cause and corrective action(s) are applied according to the quality control plan.